Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted (no information about insertion site). The patient experienced diabetic ketoacidosis (dka) secondary to facial and peripheral edema and was hospitalized. The reporter declined to provide further details about the event. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.